Event description:
(1/2, reference (B)(6) for related complaints) (documenting pump) it was reported no disposable alarm was experienced and the pump won't run. Air in line, green flow stop, patient not affected. No additional information available.